Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during an unknown step of therapy. It is unknown whether a patient was connected at the time of the alarm. It is unknown whether there was any patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.